Event description:
Pt complains of being exposed to electromagnetic device. Pt is being stalked by 2 men and they are playing seductive game with her. Pt was invited to participate in the game which is against the law. FDA needs to investigate.